Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker showed a code that indicated it had reached safety mode. Subsequently the device was explanted. No additional adverse effects were reported.